Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and mildy calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified at the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.